Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy in the emergency room (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. The customer removed the device from service and stated that the device had previously been sent to a third-party repair facility (customer has since discontinued use of this service) and suspects it might be the cause of the issue. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.